Event description:
Facilite alleges arterial blood line came loose from adapter during dialysis, resulting in blood spillage of > 100cc. Blood circuit discarded; pt restarted on new dialyzer without incident. Given replacement volume of 200 cc n.g. No furtheer medical intervention required.